Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was not provided; therefore, a review of the device history records could not be performed. The device was returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after the first inflation in an upper arm fistula, upon removal of the pta balloon catheter, the fibers were allegedly unraveled. There were no reported retraction difficulties through the sheath. Reportedly, no further treatment was required and the procedure was concluded. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be conducted, as the lot number was not reported for this device. Investigation summary: the device was returned for evaluation. A visual inspection found peeled pebax off of the proximal cone of the balloon. Therefore, the investigation was confirmed for peeled pebax. However, the investigation was unconfirmed for unraveled fibers, as no fiber disturbance was noted on the balloon. It is likely that the peeled pebax was perceived by the user as unraveled fibers and reported as such. Labeling review: the current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Precautions: if resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter, introducer sheath and guidewire (as necessary) as a single unit. Use of the conquest pta dilatation catheter: while maintaining negative pressure and the position of the guidewire, grasp the balloon catheter just outside the sheath and withdraw the deflated dilatation catheter over the wire through the introducer sheath. Use of a gentle counterclockwise motion may be used to help facilitate catheter removal through the introducer sheath.

Event description:
It was reported that after the first inflation in an upper arm fistula, upon removal of the pta balloon catheter, the fibers were allegedly unraveled. There were no reported retraction difficulties through the sheath. Reportedly, no further treatment was required and the procedure was concluded. There was no reported patient injury.